Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, a crack was allegedly observed on the clear plastic packaging tray. There was no report of patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the packaging tray was returned clean. The tyvek seal was found to be slightly pealed back on the probe end of the tray and the plastic tray was bent. The plastic tray was inspected and a crack was found on the bottom of the tray. When viewing the tray from the bottom, the crack in the plastic was found at the probe tip end of the tray. The crack was found to be approximately 0.50 inches in length. Hair line cracks were also found extending the length of the probe. Another crack was found around the proximal retaining cap that measures 0.30 inches in length. It was also noted that the probe cover had come loose from the probe and was not in the correct position. No other visual anomalies were noted. Functional/performance evaluation: functional testing was not applicable. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the investigation is confirmed for the reported breach of sterile barrier, as a crack was noted in the plastic of the probe packaging tray. The definitive root cause could not be determined based upon available information. Labeling review:the current instructions for use (IFU) states:how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.